Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Fever: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During the support on day three, the patient experienced a spiked fever over night. There was concerns for a respiratory illness. Cultures were drained and urine analysis was sent. The patient will be headed to the operating room as second case of coronary artery bypass graft (CABG). Temperature has not went over 100.9. Following the CABG with successful revascularization, the decision was made to explant the impella cp. The patient was stable post explant. It is unknown what steps were taken to address the fever.